Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), weight increased ("weight gain"), tooth disorder ("dental problems"), migraine ("migraines") and menorrhagia ("heavy bleeding during menstruation"). The patient was treated with surgery (right salpingo-oophorectomy and lysis of adhesions on (B)(6) 2014 and hysterectomy on (B)(6) 2014). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, weight increased, tooth disorder, migraine and menorrhagia outcome was unknown. The reporter considered pelvic pain, weight increased, tooth disorder, migraine and menorrhagia to be related to essure (ess205). Company causality coment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She underwent a right salpingo-oophorectomy and lysis of adhesions. Later, a hysterectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included antihypertensives. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), tooth disorder ("dental problems"), migraine ("migraines"), menorrhagia ("heavy bleeding during menstruation") and blood pressure decreased ("after removal feeling like bp was really low"). The patient was treated with surgery (right salpingo-oophorectomy and lysis of adhesions on (B)(6) 2014 and hysterectomy on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, weight increased, tooth disorder, migraine, menorrhagia and blood pressure decreased outcome was unknown. The reporter considered blood pressure decreased, menorrhagia, migraine, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2017: lawyer was added as reporter. Event added: after removal of essure patient had been felt like blood pressure was really low. Concomitant medications added (several high bp meds). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and endometriosis ("other injury(ies) or complication (s), please describe: endometriosis") in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and dizzy. Concomitant products included antihypertensives. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), the first episode of weight increased ("weight gain"), tooth disorder ("dental problems"), migraine ("migraines"), menorrhagia ("heavy bleeding during menstruation"), blood pressure decreased ("after removal feeling like bp was really low"), pelvic adhesions ("other injury(ies) or complication (s), please describe: adhesions,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type: eye problems"), fatigue ("fatigue,"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), ovarian cyst ("left side cyst"), nerve injury ("nerve damage"), arthralgia ("hip pain"), dysgeusia ("metal like taste"), adnexa uteri pain ("right ovarian pain"), frustration tolerance decreased ("frustrated"), dizziness ("dizziness") and allergy to metals ("nickel allergy"). The patient was treated with oxycodone, ibuprofen, fentanyl, panadiene co (tylenol #3), ondansetron, surgery (right salpingo-oophorectomy and lysis of adhesions on (B)(6) 2014 and hysterectomy on (B)(6) 2014) and surgery (ablation,excision of foreign body, laparoscopic appendectomy, mccall culdoplasty). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tooth disorder, migraine, cystitis, rash, headache, nausea, vaginal discharge, fatigue, the last episode of weight increased, alopecia, dysgeusia and dizziness had resolved and the endometriosis, menorrhagia, blood pressure decreased, pelvic adhesions, vaginal haemorrhage, female sexual dysfunction, anxiety, dysmenorrhoea, dyspareunia, eye disorder, abdominal pain, ovarian cyst, nerve injury, arthralgia, adnexa uteri pain, frustration tolerance decreased and allergy to metals outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, blood pressure decreased, cystitis, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, frustration tolerance decreased, headache, menorrhagia, migraine, nausea, nerve injury, ovarian cyst, pelvic adhesions, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:cyst,nerve damage,hip pain., metal taste in mouth, endometriosis, right ovarian pain, frustrated, dizziness,allergy to metals quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("heavy bleeding during menstruation"), endometriosis ("other injury(ies) or complication (s), please describe: endometriosis") and appendicectomy ("appendectomy") in a 23-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, dizzy, joint dysfunction, myofascial pain dysfunction syndrome, adhd, type b aortic dissection, pleural effusion and arthralgia. Concomitant products included antihypertensives and ethinylestradiol;norethisterone acetate (loestrin) in (B)(6) 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have the first episode of weight increased ("weight gain") and experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)-vaginal infection: yeast"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems: tooth weak"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes (anywhere metals touched)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions ("other injury(ies) or complication (s), please describe: adhesions,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), headache ("headaches"), eye disorder ("vision/eye problems type: eye problems"), abdominal pain ("abdomen pain"), ovarian cyst ("left side cyst"), nerve injury ("nerve damage"), arthralgia ("hip pain"), dysgeusia ("metal like taste"), adnexa uteri pain ("right ovarian pain"), frustration tolerance decreased ("frustrated"), dizziness ("dizziness"), allergy to metals ("nickel allergy") and visual impairment ("vision changes"), was found to have blood pressure decreased ("after removal feeling like bp was really low") and the second episode of weight increased ("weight gain / loss specify which one: weight gain") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), codeine phosphate;paracetamol (tylenol with codeine no.3), fentanyl, hydrocortisone, ibuprofen, ondansetron, oxycodone and surgery (ablation, right salpingo-oophorectomy and lysis of adhesions/hysterectomy/mccall culdoplasty and robotic laproscopic excision of endometriosis). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tooth disorder, migraine, cystitis, rash, headache, nausea, vaginal discharge, fatigue, the last episode of weight increased, alopecia, dysgeusia and dizziness had resolved and the menorrhagia, endometriosis, blood pressure decreased, pelvic adhesions, vaginal haemorrhage, female sexual dysfunction, anxiety, dysmenorrhoea, dyspareunia, eye disorder, abdominal pain, ovarian cyst, nerve injury, arthralgia, adnexa uteri pain, frustration tolerance decreased, allergy to metals, vulvovaginal mycotic infection, appendicectomy and visual impairment outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, appendicectomy, arthralgia, blood pressure decreased, cystitis, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, frustration tolerance decreased, headache, menorrhagia, migraine, nausea, nerve injury, ovarian cyst, pelvic adhesions, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:cyst,nerve damage,hip pain., metal taste in mouth, endometriosis, right ovarian pain, frustrated, dizziness,allergy to metals. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: reporter information was added. This case concerns 23 year old patient. Her concurrent condition were added. Lab data was added. Per plaintiff fact sheet following events:dental problems: tooth weak (amended) and vaginal infection: yeast and vision changes was added, appendectomy coded separately. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and endometriosis ("other injury(ies) or complication (s), please describe: endometriosis") in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and dizzy. Concomitant products included antihypertensives. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), the first episode of weight increased ("weight gain"), tooth disorder ("dental problems"), migraine ("migraines"), menorrhagia ("heavy bleeding during menstruation"), blood pressure decreased ("after removal feeling like bp was really low"), pelvic adhesions ("other injury(ies) or complication (s), please describe: adhesions,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type: eye problems"), fatigue ("fatigue,"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), ovarian cyst ("left side cyst"), nerve injury ("nerve damage"), arthralgia ("hip pain"), dysgeusia ("metal like taste"), adnexa uteri pain ("right ovarian pain"), frustration tolerance decreased ("frustrated"), dizziness ("dizziness") and allergy to metals ("nickel allergy"). The patient was treated with oxycodone, ibuprofen, fentanyl, panadeine co (tylenol #3), ondansetron, surgery (right salpingo-oophorectomy and lysis of adhesions on (B)(6) 2014 and hysterectomy on (B)(6) 2014) and surgery (ablation,excision of foreign body, laparoscopic appendectomy, mccall culdoplasty). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tooth disorder, migraine, cystitis, rash, headache, nausea, vaginal discharge, fatigue, the last episode of weight increased, alopecia, dysgeusia and dizziness had resolved and the endometriosis, menorrhagia, blood pressure decreased, pelvic adhesions, vaginal haemorrhage, female sexual dysfunction, anxiety, dysmenorrhoea, dyspareunia, eye disorder, abdominal pain, ovarian cyst, nerve injury, arthralgia, adnexa uteri pain, frustration tolerance decreased and allergy to metals outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, blood pressure decreased, cystitis, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, frustration tolerance decreased, headache, menorrhagia, migraine, nausea, nerve injury, ovarian cyst, pelvic adhesions, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:cyst,nerve damage,hip pain. Metal taste in mouth, endometriosis, right ovarian pain, frustrated, dizziness,allergy to metals. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters information updated. Events:cyst,nerve damage,hip pain., metal taste in mouth, endometriosis, right ovarian pain, frustrated, dizziness,allergy to metals were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy bleeding during menstruation') and endometriosis ('other injury(ies) or complication (s), please describe: endometriosis') in a 23-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, dizzy, joint dysfunction, myofascial pain dysfunction syndrome, adhd, type b aortic dissection, pleural effusion and arthralgia. Concomitant products included antihypertensives and ethinylestradiol;norethisterone acetate (loestrin) in (B)(6) 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have the first episode of weight increased ("weight gain") and experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal)-vaginal infection: yeast"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems: tooth weak"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes (anywhere metals touched)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions ("other injury(ies) or complication (s), please describe: adhesions,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), headache ("headaches"), eye disorder ("vision/eye problems type: eye problems"), abdominal pain ("abdomen pain"), ovarian cyst ("left side cyst"), nerve injury ("nerve damage"), arthralgia ("hip pain"), dysgeusia ("metal like taste"), adnexa uteri pain ("right ovarian pain"), frustration tolerance decreased ("frustrated"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), visual impairment ("vision changes") and adenomyosis ("I have diagnosed with adenomyosis"), was found to have blood pressure decreased ("after removal feeling like bp was really low") and the second episode of weight increased ("weight gain / loss specify which one: weight gain") and underwent appendicectomy ("appendectomy"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), codeine phosphate;paracetamol (tylenol with codeine no.3), fentanyl, hydrocortisone, ibuprofen, ondansetron, oxycodone and surgery (ablation, right salpingo-oophorectomy and lysis of adhesions/hysterectomy/mccall culdoplasty and robotic laproscopic excision of endometriosis). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tooth disorder, migraine, cystitis, rash, headache, nausea, vaginal discharge, fatigue, the last episode of weight increased, alopecia, dysgeusia and dizziness had resolved and the menorrhagia, endometriosis, blood pressure decreased, pelvic adhesions, vaginal haemorrhage, female sexual dysfunction, anxiety, dysmenorrhoea, dyspareunia, eye disorder, abdominal pain, ovarian cyst, nerve injury, arthralgia, adnexa uteri pain, frustration tolerance decreased, allergy to metals, vulvovaginal mycotic infection, appendicectomy, visual impairment and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, allergy to metals, alopecia, anxiety, appendicectomy, arthralgia, blood pressure decreased, cystitis, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, frustration tolerance decreased, headache, menorrhagia, migraine, nausea, nerve injury, ovarian cyst, pelvic adhesions, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : new reporter and event I have diagnosed with adenomyosis. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and endometriosis ("other injury(ies) or complication (s), please describe: endometriosis") in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and dizzy. Concomitant products included antihypertensives. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of weight increased ("weight gain"), tooth disorder ("dental problems"), migraine ("migraines"), menorrhagia ("heavy bleeding during menstruation"), blood pressure decreased ("after removal feeling like bp was really low"), postoperative adhesion ("other injury(ies) or complication (s), please describe: adhesions,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type: eye problems"), fatigue ("fatigue,"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), endometriosis (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with oxycodone, ibuprofen, fentanyl, panadeine co (tylenol #3), ondansetron, surgery (right salpingo-oophorectomy and lysis of adhesions on (B)(6) 2014 and hysterectomy on 16-aug-2014) and surgery (ablation,excision of foreign body, laparoscopic appendectomy, mccall culdoplasty). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, tooth disorder, migraine, cystitis, rash, nausea, vaginal discharge, fatigue, the last episode of weight increased and alopecia had resolved and the menorrhagia, blood pressure decreased, postoperative adhesion, vaginal haemorrhage, female sexual dysfunction, anxiety, headache, dysmenorrhoea, dyspareunia, eye disorder, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, blood pressure decreased, cystitis, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, postoperative adhesion, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - in june 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, cystitis, female sexual dysfunction, anxiety, rash, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, fatigue, weight increased, endometriosis, alopecia were added. Reporter, patient demographic information, other relevant history, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She underwent a right salpingo-oophorectomy and lysis of adhesions. Later, a hysterectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.